Manufacturer narrative:
A titan touch pump and a reservoir were received for evaluation. The inlet tubing and connector of the pump was detached for testing. Examination and testing of the returned component revealed a separation in the inlet tubing of the pump within confined abrasion. Testing revealed this to be a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular, indicating stress was exerted. The presence of surface abrasion was noted on the longer pump exhaust tubing, pump inlet tubing and on the detached inlet tubing with connector. No functional abnormalities were noted with the reservoir or detached inlet tubing with connector. Based on examination of the returned product, it was concluded that the abrasion noted on the inlet tube of the pump indicated that the tubing had kinked onto itself for a period of time while in vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the inlet tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot number or reported complaint.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, leak at 2 cm proximal to pump on reservoir tubing; reservoir had become dislodged and migrated out of the retropubic space. Dislodged reservoir was removed and replaced. Leak detected on black tubing 2 cm proximal to pump. Pump removed and replaced. Also needed to replace the pump in order to place the reservoir in deeper space.